Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported that on day three of impella cp support vascular injury occurred requiring a fasciotomy. The patient survived.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no product was returned for investigation. Vessel perforation (peripheral): the root cause of the vascular damage/vessel perforation was unable to be determined as insufficient clinical details were provided and no product was returned for analysis. Ischemia: in order to make a root cause determination, all of the clinical details outlined in (B)(4) would have to be provided. The root cause of the injury was unable to be determined due to insufficient clinical details. Device history lot: device lot: 1936149. Device history batch: subcomponent lot: n/a. Device history review: device with sn: (B)(6) passed all post sterile inspection checks.